Event description:
The patient was implanted with biventricular support. It was reported that the patient was experiencing a "lvad loss of flash". This is a visual test which is performed to ensure that the lvad is emptying properly. Two days previously, they entrained air into rvad during a pump exchange and the patient went into acute respiratory distress syndrome (ards) and is now on veno-venous extracorporeal membrane oxygenation (vv ECMO). Following a medical evaluation, it was determined that the rvad pump was operating; however the lvad was experiencing some "lvad loss of flash". The patient was maximally supported on inhaled nitric oxide (ino) and vasopressors. An echocardiogram and other medical tests were performed. There appeared to be adequate visualized flow into device. Two days later, it was decided that the lvad should be disconnected and hand pumping should be initiated. They were not able to get the lvad pump to empty. One of the surgeons in the room lifted the pump and rotated it 60 degrees to the left and it started to empty. It was reported that the outflow cannula may have became twisted during the pump exchange. It was noted that nothing kinked externally and flow was seen through the outflow cannula. Following the adjustment of the lvad, the patient's condition was reported to have improved.

Manufacturer narrative:
The patient remains on going with the implanted device and no further issues have been reported. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed. (B)(4).